Event description:
The report stated that the device jaws jammed and had to be cut out of the tissue.

Manufacturer narrative:
Date of initial report: 04/16/2009. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. On 04/01/2009, a covidien rep provided a supplemental inservice to the hospital nursing staff, and the appropriate surgeons in the proper use of the lf4200 device.